Event description:
The customer stated an architect c8000 analyzer generated a false positive troponin result for one patient sample. The architect generated an initial troponin result of 0.35 ng/ml. The customer validated the result and reported it to the medical provider. The sample was analyzed on auto rerun and a troponin result of zero was generated. There was no adverse impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, testing of the suspect reagent lot, a search for similar complaints, and a review of labeling. Accuracy testing was performed using architect stat troponin-I reagent lot 60460un11. No atypical activity or adverse trends were identified for architect stat troponin-I reagent lot 60460un11. Labeling was reviewed and found to be adequate. Based on the results of this investigation no product deficiency was identified.

Manufacturer narrative:
False positive result patient. No consequence or impact to patient a follow up report will be submitted when the evaluation is complete.